Event description:
Boston scientific received information that, during a routine follow-up appointment, this right ventricular (rv) lead had a shock impedance measurement greater than 125 ohms. All other measurements were in the normal range. No adverse patient effects were reported.

Manufacturer narrative:
The physician elected not to intervene, and a later follow-up appointment was scheduled to evaluate the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.